Manufacturer narrative:
On (B)(6) 2026, the customer provided hiv duo results from january, february, and march of 2026 for approximately 990 samples. Three of the 990 samples were confirmed to be false positives. The investigation was unable to determine a direct root cause. The investigation determined that a general reagent or analyzer problem was not present because the qc prior to the event was within ranges. Per product labeling, "all initially reactive samples should be redetermined in duplicate with the elecsys hiv duo assay. Redetermination of samples with an initial coi = 1.00 can be performed automatically." "Repeatedly reactive samples must be confirmed according to cdc recommended confirmatory algorithms. The subresults for either hivag or ahiv can be used as an aid in the selection of the confirmation algorithm for reactive samples." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). Calibration and qc were within specifications at the time of the event. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys hiv duo result from the cobas e 801 analytical unit for one patient. The initial result using serum was 24.3 coi (reactive). Additional testing on the serum sample was 8.09 (reactive) on the centaur analyzer. Another result on (B)(6) 2026 of 0.249 coi (non-reactive) on the cobas e 801. The plasma sample was 0.238 coi (non-reactive) on the cobas e 801. The patient's plasma sample was tested on the centaur analyzer, and the result was 0.4 (non-reactive). The non-reactive results are believed to be correct.